Event description:
It was reported that premature battery depletion was observed. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received based on device settings, a longevity calculation was performed and found to be within expected limits. The vbatt had a sharp drop and no reason was found upon reveiw of the programmer printouts. The device was tested on the bench and in the automated system; no anomalies were found. The device met all the specifications. The device was sent to the manufacturer for further analysis. A short caused by an internal battery anomaly was found to be the cause of the reported premature battery depletion.